Event description:
Literature was reviewed regarding cryoballoon (cb) ablation in patients with atrial fibrillation (af). The authors described patients who experienced three major complications. There was one persistent phrenic nerve injury which fully recovered at the six month follow-up. One patient experienced an arterial pseudoaneurysm which was treated by prolonged groin compression under ultrasound guidance, and another patient with an arteriovenous fistula with required surgical closure. There were ten patients with transient phrenic nerve injury and two patients with hematomas. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/57 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: treatment of atrial fibrillation with second-generation cryoballoon followed by contact-sensing radiofrequency catheter ablation for arrhythmia recurrences¿results of a 5-year follow-up. Journal of interventional cardiac electrophysiology. 2024. 67:1407¿1417. Doi: 10.1007/s10840-024-01752-8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.